Event description:
It was reported by service report that the side rail will not lock in place and the cable connection is spliced. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Siderail latch mechanism.